Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas displayed repeated alert 38 messages indicating consecutive motor stalls, consistent with a failure to infuse related to the motor component, and the patient used subcutaneous insulin by pen as backup therapy. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communications with the patient and care team and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified, with the device issue traced to stalled motor function of the motor component resulting in failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.